Manufacturer narrative:
The device was repaired and returned.

Event description:
It was reported that the side rail would not latch/lock in the upright position and the gate has detached from the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has not been repaired.

Event description:
It was reported that the side rail would not latch/lock in the upright position and the gate has detached from the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.